Manufacturer narrative:
Section b2: corrected. Section d1: corrected. Section d4: corrected catalog number and primary UDI. Section h6: health effect - clinical code and medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed power elevations and a low speed event. The events observed in the log file appeared to be consistent with device thrombus; however, the reported thrombus could not be confirmed as no images were provided by the account and the device remains in use. The patient remains ongoing on vad support and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate ii lvas patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii lvas, including device thrombosis. This section also addresses all pump parameters, including pump power and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. Pump flow is a calculated value that is estimated based on pump power. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 of the IFU, ¿system monitor¿, explains "pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed." This section also explains that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 revolutions per minute (rpm) per second to the fixed speed setpoint. Section 5 of the IFU, ¿surgical procedures¿, contains a sub-section entitled ¿implant procedures¿, which warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The event log files captured pump power elevations and speed drops possibly related to pump ingestion or a driveline shorting issue. The patient labs were stable. Their latest lactate dehydrogenase (ldh) lab result was 321 units/liter (u/l) on (B)(6) 2024. A computed tomography angiography (cta) was performed on (B)(6) 2024 and there were no findings that suggested inflammation, infection, or an abscess with intact appearance of the pump. A probable partial thrombus with the outflow tract was captured. A positron emission tomography (pet) scan was scheduled. The patient was placed on a heparin drip with the international normalized ratio increased to 2 to 2.5. There were no patient symptoms associated with the thrombus. The patient was given intravenous antibiotics. The elevated power and speed drops resolved after (B)(6) 2024.